Manufacturer narrative:
The implicated product is a port with attachable 8.0 fr. Catheter. The product received for evaluation is a dome port with a loose segment of single lumen catheter measuring 8.2 inches long. An indeterminate number of needle puncture sites are found in the port septum and a short piece of tubing covers the port stem. This tubing has moderately deep impressions in the blue stripe, a singel dot depth marker at its distal tip and is mushroomed against the port stem base, and extends slightly beyond the stem's distal tip. The catheter inner diameter is obscured by a dry, brown-colored residue. The catheter's proximal end is cracked and broken and three dots of a 4-dot depth marker are found here. Also received loose and in two pieces is the cath-lock consisting of the silicone strain relief and the hard, plastic locking device. Blood residue is found in the plastic piece's distal tip and the strain relief has a longitudinal slit running approx. One-half its length. A lot history review reveals no related mfg issues and two similar complaints for this lot. One of the additional complaints was confirmed as user-related and the second was inconclusive due to lack of a complaint sample for evaluation. Under 5x examination, the port stem tubing has numerous serrated impressions on both the superior and inferior aspects. A number of the impressions on the inferior aspect are severe enough to penetrate through the tubing and expose the port stem. This is indicative of mechanical manipulation using a hemostat-like surgical instrument. The mushrooming of the tubing at the port stem base has resulted in superficial lacerations of the tubing outer diameter and tearing of the proximal edge. This is evidence that excess tubing was applied to the port stem prior to engaging the cath-lock. On tactual exam of the loose catheter tubing, intermittent annular rings are found extended over the proximal 2.5 inches. Microscopic exam reveals non-penetrating serrated instruments impressions at each annular ring. The compression force of the surgical clamp may be responsible for the annular ring impressions. Forty-one power magnification of the catheter's proximal end shows an irregular and slightly rounded edge with a rough, uneven face. A longitudinal flap extending distally less than .2 inches is found in the clear silicone material. This damage suggests blunt trauma, possibly caused by compression pressures secondary to an ill-fitting cath-lock. Magnified exam of the cath-lock shows serrated instrument impressions to both the plastic locking piece and strain relief. The longitudinal slit in the strain relief has well-defined edges with flat walls indicative of sharp instrument damage which may have resulted during device explantation. The complaint of subcutaneous catheter leakage is confirmed. It should be recorded as user-related. The mushroomed tubing over the port stem is evidence the tubing/port joint had been made in error resulting in a poorly engaged cath-lock.

Event description:
Teh port was placed 10/15/96 via the right subclavian vein for chemotherapy. Around 12/27/96, the pt had pain in her arm and the port was difficult to aspirate. A dye study and x-ray was reported to show "leakage at the kink." The port was scheduled for removal from the pt on 1/24/97.